Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer experienced low blood glucose. Blood glucose reading was 23 mg/dl. Customer¿s other blood glucose value was 115 mg/dl. The customer stated that they missed alarms and alerts. Customer was treated with apple juice for their low. The customer stated that they had seizure. Customer declined to troubleshoot. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.